Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during coil embolization procedure, the coil stuck and was stretched in the microcatheter. The physician used a retriever snare to remove the coil successfully. The physician completed the procedure without any adverse consequences to the patient.

Manufacturer narrative:
D4 expiration date ¿ added. H4 manufacturing date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use and was prepared per the directions for use (dfu). The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported during coil embolization procedure, the coil stuck and was stretched in the microcatheter. The physician used a retriever snare to remove the coil successfully. The physician completed the procedure without any adverse consequences to the patient.